Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva meter, compared to hospital's meter, within 10 minutes: 115 mg/dl (aviva) and 72 mg/dl (hospital's meter). No adverse event reported. Requested return of suspect device for evaluation; test strips were not returned.